Event description:
This lead had been turned off for some time and was explanted and replaced. The reason for explant is currently unknown, but believed to be due to inability to consistently capture and high threshold due to patient anatomy. There was no dislodgement, impedances were within normal ranges, and there was no noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.